Event description:
Reporting status: malfunction. Reporting rationale: peeling teflon in rhv, possible emboli. Device issue: peeling teflon. It was reported that there was no report of the bmw hc guide wire meeting resistance during use; however, resistance was met around the rhv when withdrawing the bmw hc guide wire after use. Thus, the bmw hc guide wire was replaced with a new bmw hc guide wire; however, while advancing the replaced bmw hc guide wire, foreign material was confirmed inside the rhv. The material was green-coloured and seemed like peeled teflon. The foreign material was suctioned from the inner lumen of the rhv, using a syringe, exercising care for the material not to get into the vessel. The rhv was continuously used for further procedure. A guide wire introducer was used when inserting the first bmw hc guide wire and was not removed out of the rhv, even after the guide wire crossed the lesion. The bmw hc guide wire was manipulated with the guide wire introducer placed inside the rhv. Then, when the guide wire was being removed out of the vessel, the guide wire met resistance with the gw introducer inside the rhv. Thus, the gw introducer and the bmw hc guide wire were removed out of the vessel and the rhv at once. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast on the coils. All three solders were corroded. The tip ball was not returned due to the corrosion. There were offset intermediate coils between the center solder and 2.5 cm proximal to it. The entire length of the teflon on the guide wire was scraped longitudinally. The green scrapings were returned on a gauze. There was a kink in the core at the distal end of the hypotube. There was no other damage noted to the guide wire. The guide wire introducer used during the procedure was not returned. The outer diameter of the guide wire was measured with a hole gauge. The guide wire could not be front loaded due to the corrosion on the center solder. The guide wire was back loaded but the hole gage did not advance past the kink in the core. This did not meet manufacturing criteria. A .0145 inch hold gage was used. The guide wire was front loaded through a new guide wire introducer, and there was a slight dragging felt due to the offset coils. Product performance engineering has reviewed the case description and the analysis of the returned product. Resistance between a guide wire and introducer can occur due to, but is not limited to, guide wire damage, guide wire manipulation, damage to the introducer, introducer manipulation, interaction between products, and/or interaction between associative products. In this case. The offset intermediate coils and kink in the wire noted during analysis suggest the wire became damaged. If the guide wire was damaged, the clearances between the guide wire and introducer may have been reduced, therefore, causing resistance between the products. The cause of the guide wire damage could not be definitively determined from the available info, however, since no damage to the guide wire was reported prior to use or during preparation, and since resistance between the guide wire and introducer was not noted during advancement, the guide wire damage may have occurred as a result of case circumstance (perhaps during attempted crossing of the lesion or manipulation within anatomy). The damage in turn may have caused the reported resistance. It was also reported that there appeared to be teflon in the rhv. Analysis was able to confirm that the entire length of the teflon on the guide was scraped at an area, and the green material returned with the guide wire appeared to be teflon, most likely a result of the scraping. The scraped teflon along the guide wire indicates that a sharp object came into contact with the guide wire, potentially from the guide wire introducer. Interaction causing this type of damage can occur if the guide wire is angled against the introducer upon removal. The guide wire introducer used in the procedure was not returned, which may have aided in eval. Based on the case description and analysis of the returned product, the peeling teflon appears to have occurred as a result of case circumstances, as no damage was reported prior to use or during preparation of the guide wire. In order to ensure that teflon damage of this type does not occur as a result of a product deficiency, mfg visual inspects 100% of the guide wire including teflon coating coverage. In addition, quality control audit is used to verify the product quality. Although analysis noted slight resistance with the guide wire and a new introducer due to overlapped coils, it is also possible the scraping of the teflon contributed to the reported resistance. Overall, the reported incident and subsequent damage to the guide wire appear to be due to case circumstances. There is no indication of a product quality deficiency. Because the teflon damage and resistance appear to be related to the case circumstances, the cause of the initial damage to the wire could not be definitively determined, the corrosion appears to be a result of transportation conditions, and there is no indication of a product deficiency, no corrective action will be implemented. Product performance engineering will monitor the incident circumstances. Mfg visual inspects 100% of the guide wire including teflon coating coverage. In addition, a quality control audit is used to verify the product quality. This MDR is considered closed by the product performance group.